Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was at home and sleeping when he heard an alarm. The patient encountered difficulty reconnecting the power source. The alarm persisted and the patient reportedly panicked and changed the controller. The patient notified the vad coordinator and was instructed to come into the clinic. The vad coordinator looked at the controller and noticed bent pins. The patient was reportedly re-educated by the vad coordinator. There was no reported patient injury as a result of this event.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a broken pin in the ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller, rendering it ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Con095682 - controller / catalog number 1403us / expiration date 02-28-2015. Unique identifier (UDI) # n/a. (B)(4). Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.